Event description:
Customer reported device = 92 mg/dl at 7:30 am. Customer was feeling weak. Family member called emergency medical technicians (emt's). Customer passed out. At 8:25 am, device = 107 mg/dl. Emt device = 48 mg/dl at 8:30 am. Customer was treated with glucose and taken to hospital where admitted for observation. No controls used. A request was made for return product and replacement product was sent.